Event description:
Adverse events(s): "patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "could not remember the actual complaint or dissatisfaction" (no known device problem). A knife was returned along with a reply card stating the lot number is unknown and that the event happened during a procedure. Additional information was requested from the facility. Additional information was received. The initial reporter reported she could not remember any details of the event. Patient impact is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).